Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not capturing. The lead was found to be dislodged and was near the tricuspid valve. During the revision the helix did not appear to be fully retracted. The physician thought there was an insulation-type material covering the distal screw of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.